Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the blue fiber cable (bfc) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer reported that the blue fiber cable (bfc) they use to connect to the patient side cart (psc) was broken. The connector at the bfc was ripped off. No spare bfc was available, and the customer had only one surgeon side console (ssc). Also the was no sim fiber cable. The customer would postpone the procedure until they get a new bfc. The procedure was aborted with no patient involvement.